Event description:
End user reported that the springs for the solace mattress on her (B)(4) semi electric bed are broken. There is broken metal laying on the floor, looks like curly part from spring. End user advised has four blankets on top of the mattress so she can not feel the springs when she lays in the bed, stated that the mattress goes down to the springs. When the end users aide was changing the bed the aide cut third finger on right hand and was bleeding a little. End user advised put peroxide on and wrapped it up.